Manufacturer narrative:
The electrode was returned in two segments. It was severed approximately 50mm from the terminal end. This was induced damage during explant. The coils and the insulation were cut with a tool. The returned electrode was thoroughly inspected and analyzed. A visual inspection noted setscrew marks in the correct location on the terminal pin. Resistance tests were completed to assess electrical performance and inner insulation integrity of the returned portions. Measurements throughout these tests were within normal limits. An x-ray found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had inappropriate shocks due to the oversensing of myopotential noise. The system was reprogrammed, but the patient was shocked inappropriately again. The doctor was concerned about the location of the electrode. A re-screening was done and the doctor elected to replace the system with a transvenous system. There were no additional adverse patient effects.

Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of myopotential noise. The system was reprogrammed but the patient was shocked inappropriately again. The doctor was concerned about the location of the electrode. A re-screening was done and the doctor elected to replace the system with a transvenous system. There were no additional adverse patient effects.